Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad cover was found to be intact and free of damage. Evaluation revealed that the down arrow keypad button was intermittently responsive. There was evidence of contamination under all of the keypad button contacts. Unrelated to this issue, the pump display screen was found to be dim and discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the up and down keypad buttons were under-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.